Manufacturer narrative:
The customer declined the option to have their spectrum smart cable returned to verathon for evaluation. Since the spectrum smart cable was not returned to verathon for evaluation, the root cause could not be determined. Corrective action is not required at this time. Verathon will submit a supplemental report in accordance with 21 cfr 803.56 if additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image was cutting in and out. The procedure was completed with a direct laryngoscope and no delay in the procedure or harm to the patient or user was reported.